Event description:
Rick in tech conference provider alleges the left side frame where the arm mounts to the back was broken off at the tube, at a weld. Provider will be emailing pictures. Update: 3.18.15 dealer called back to advise that left side frame was broken at weld.